Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector. At the time of surgery there was no indication of a problem with the lens haptic, however, at one day postoperatively, the superior haptic had dislocated out of the capsular bag because it was bent. Intervention was performed to explant the damaged/dislocated iol and replace it with another crystalens. The patient's prognosis is excellent. Reference MDR #2031924-200-00094.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to b+l and subjected to visual examination. Only a portion of the lens was returned, therefore, unable to perform analysis. Root cause: according to the surgeon, the root cause of the reported issue of haptic bent/dislocated was related to injector use. (B) (4).